Event description:
Boston scientific received information that during a postoperative check, this right ventricular lead exhibited increased threshold measurements and decreased sensing measurements. Fluoroscopic imaging revealed that the lead had pulled back from its original position. A revision procedure was performed. The lead was successfully repositioned without further incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.